Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. Other contributing factors for wound complication in this patient include prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), age, prior surgeries affecting skin integrity and underlying cancer disease. Wound dehiscence was reported as an adverse event in the pivotal ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1% of patients).

Event description:
(B)(6) female patient with newly diagnosed glioblastoma began optune therapy with concomitant temozolomide on (B)(6) 2016. On december 07, 2016, the spouse reported that the patient had temporarily discontinued optune therapy due to hospitalization. On approximately (B)(6) 2016, the spouse had noticed open sores at the resection site (last resection (B)(6) 2015), exposing the metal plate and hardware. During the next few days, the affected areas had become larger and additional sores had formed. On (B)(6) 2016, the patient underwent craniotomy revision due to wound dehiscence. The treating surgeon stated that the event was likely related to optune therapy. The patient was not on bevacizumab or steroids prior to the event. No additional information was provided.